Event description:
It was reported via repair work order that the strut bar is broken and the chair won't support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.